Manufacturer narrative:
(B)(4). H6: proposed annex g code - retractor. D10: associated product information, part (lot): 110031429(65596420). 110031400(67299589). The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the shoehorn fractured during the surgery. No contributing conditions related to the event reported. Attempts have been made, and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 the reported event is confirmed through provided pictures. Visual examination of the returned provided picture identified a fractured shoehorn. Wear and marks are noted on the shaft. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. It was reported that the patient had a tight shoulder and reduction was difficult as a contributing factor. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.